Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the dense mesh stent could not be opened smoothly. When it was withdrawn from the body, the dense mesh stent fell into the phenom 27 catheter and could not be removed smoothly. The cause of the event was not determined. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per IFU. No patient symptoms or complications were associated with this event. Ancillary devices include a dense mesh stent.